Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1 - initial reporter establishment name: (B)(6).

Event description:
The customer reported when inserted, there was a crackling sound and the image did not display during an unspecified procedure involving an olympus rigid video laparoscope. There was no patient injury reported.